Event description:
Customer reported an unexpected positive result with rh testing on the echo. A patient sample resulted as 1+ with anti-d series 4 and 5 on the echo, but was negative in tube testing.

Manufacturer narrative:
The instrument images were reviewed, and possible debris was noted in the test wells. The expected results were generated with repeat testing.